Event description:
It was reported that when an alert for non-sustained lead noise was received via merlin at home transmission, post paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).